Event description:
It was reported that the patient's right hip was revised due to femoral periprosthetic fracture (possible cause or contributor for fracture unknown). An accolade tmzf plus stem, 28 +4 biolox ceramic head, and adm poly insert were revised to a poly insert of the same catalog number and competitor stem and head. Rep provided a pre-revision x-ray and reported that no further information will be provided.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a accolade stem was reported. The event was confirmed based on the medical records provided. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray confirms the femoral fracture. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray confirms the femoral fracture. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, office/clinical reports, serial x-rays, and examination of the explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to femoral periprosthetic fracture (possible cause or contributor for fracture unknown). An accolade tmzf plus stem, 28 +4 biolox ceramic head, and adm poly insert were revised to a poly insert of the same catalog number and competitor stem and head. Rep provided a pre-revision x-ray and reported that no further information will be provided.